Manufacturer narrative:
Section g3, h6 (patient code): correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events (hemorrhagic stroke, cardiac arrhythmia, hemolysis, and patient condition) could not be conclusively determined through this investigation. Review of the log file data provided by the account confirmed low flow alarms, however, a specific cause for the change in pump parameters could no be conclusively determined through this investigation. The controller event log file contained data spanning from (B)(6) 2020 at 21:02:42 to (B)(6) 2020 at 09:39:19, per the timestamp. Low flow events were captured on (B)(6) 2020 and (B)(6) 2020, beginning on (B)(6) 2020 at 21:02:42, due to the estimated flow being calculated below the threshold of 2.5lpm. A total of 5 low flow events persisted for at least 10 seconds, activating low flow alarms. No other notable alarms were recorded and the pump appeared to have been operating as intended. The patient was implanted with heartmate 3 lvas, serial number (B)(6), on (B)(6) 2020. Approximately two weeks after implantation, the patient developed a fever, diarrhea, and broke out in a rash approximately two weeks. On (B)(6) 2020 the patient¿s labs and markers were abnormal, especially the eosinophilia ones. Dermatologists addressed the patient¿s skin issues and diagnosed the patient with dress syndrome. The patient had been on many medications, which included steroids and psychological drugs. The patient was not on aspirin or warfarin at the time of the event and was within range for heparin. The patient later became unresponsive/had an altered mental status while playing video games and it was discovered via CT scan that the patient had a large acute subdural bleed. The patient was taken to the operating room, where significant cerebral edema and bleeding venous sites were found. Surgeons removed the clot via bone flap and the patient became vasodilated with third spacing. Pump flows had reportedly decreased as low as 3.3lpm during the procedure (4-5lpm prior to the procedure). Following the procedure, the patient was transferred to the intensive care unit where they were administered a blood transfusion / fresh frozen plasma due to a hematocrit value of 30-35%. The patient was placed in a pentobarbital coma and had their mean arterial pressure decreased to 60mmhg. Pump flow continued to decrease as low as 3.0lpm and the patient was administered more blood products, increasing the pump flow to 3.3lpm. The patient also experienced three episodes of ventricular tachycardia, which were converted with lidocaine. The cardiac arrhythmia was believed to be the result of a suction/mechanical events that initially started with positional changes. The suction events were thought to be precipitated by significant diuresis during the few days leading up to the episode. Fluid was administered and the center was to follow more gentile diuresis protocols in the future. The patient was eventually taken off lidocaine and did not experience any further ventricular tachycardia. The account communicated that all of the patient¿s other organs were unremarkable. The bleeding reportedly subsided on (B)(6) 2020, resulting in some fluid overload. The patient¿s plasma free hemoglobin was measured to be less than 30mg/dl and their ldh was less than 1000u/l, both of which were improvements from a week prior (the patient also has a history of elevated ldh prior to implant). The patient remained off of all anticoagulation and their mean arterial pressure was measured to be 72-75mmhg. The pump speed was increased to 5800rpm to decrease the patient¿s central venous pressure and the patient had awaken and moved their extremities on two separate occasions. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . The heartmate 3 lvas IFU lists bleeding, stroke, cardiac arrhythmia, and hemolysis as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Arrhythmia is also listed as a potential late postimplant complication that may be associated with the use of heartmate 3 left ventricular assist system. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had 3 episodes of ventricular tachycardia converted with lidocaine overnight and pulsatility index (pi) spiking during these times. In one episode, the patient was not having pi events even though the pi was high during the episodes. The left ventricular assist device (lvad) was operating as intended and there were no alarms seen. The cause of arrhythmia was reported to be due to a suction/mechanical event trigger that initially started with a positional change - the patient turned on his side. It was also reported that the patient had increased lactate dehydrogenase (ldh) and plasma-free hemoglobin (hgb). The patient's power was stable and the patient was off anticoagulation for one week after a bleeding event. Upon log file review, clusters of low flow alarms were observed on (B)(6) 2020 and (B)(6) 2020. These alarms did not appear to be equipment related. The pump power/flow did appear to be on a slightly upward trend with calculated pulsatility index (pi) on a downward trend. It was also reported that the patient had developed fever, diarrhea and broke out in a rash approximately two weeks ago. By sunday, (B)(6) 2020, the patient's labs and markers were abnormal especially eosinophilia. Dermatology addressed the skin issues and diagnosed the patient (with team) drug reaction with eosinophilia and systemic symptoms (dress) syndrome (a hypersensitivity reaction mediated by antiviral t cells and idiosyncratic multisystem reaction to a drug).the patient had been on many medications including steroids, psych drugs, and others. This disease has a 10% mortality. The patient was not on any aspirin or warfarin and was within range for heparin. While the patient was playing video games, the patient became unresponsive where they found a large acute subdural bleed. Patient was taken to the or where they found significant cerebral edema and no arterial bleed, but bleeding venous sites. They removed the clot. The blood pressure was under control (no issues with high blood pressure). The patient had a bone flap. The patient then became vasodilated with third spacing. Prior to or, heartmate 3 lvad speed was at 5700rpm with 4-5 lpm of flows. In the or, the flows dropped down into 3.3 lpm with speed at 5700 rpm. The patient received blood, fresh frozen plasma (ffp) and hematocrit was 30-35%.when patient left the or and arrived to the ICU, the flows decreased down to 3.0 lpm. The ICU team placed the patient in a pentobarbital coma and decreased maps down to 60 mmhg. The patient then received blood and flows increased to 3.3 lpm. The patient's other organs are all within normal range. The bleeding on (B)(6) 2020 had subsided where the patient had some fluid overload. Plasma free hemoglobin is less than 30 and ldh less than 1000 (an improvement from previous weeks as ldh has been elevated since prior to lvad implant). As of this report, the patient is not on anticoagulation or aspirin. Maps are 72-75 mmhg.cvp is elevated at 20, so pump speed was increased to 5800 rpm and the central venous pressure (cvp) came down to 15.